Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted for approximately thirteen (13) years, was reported to be failing due to moderate aortic regurgitation and severe stenosis, with a mean gradient of 52mmhg. Patient had a valve-in-valve procedure on (B)(6) 2015. After the procedure, it was reported that transesophageal echocardiogram showed no perivalvular leak. Patient was in stable condition and transferred to the cardiovascular intensive care unit.

Manufacturer narrative:
(B)(4). Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. A review of the device history record was not performed as the serial number is not available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis and regurgitation of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.